Event description:
A site representative, biomed, reported they were experiencing an intermittent black screen on their navigation system. Following a re-boot of the system, images returned to normal function. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement monitor shipped to site (B)(4) 2014. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed except hardware failed. Monitor blanked out after a few hours warm-up time. On (B)(4) 2014 medtronic representative performed planned maintenance (pm) on fusion navigation system. Replaced monitor and power supply. System tested fully functional. Performed a second navigation system check-out, all areas passed. Issue resolved. Suspect parts not returned to manufacturer for analysis.

Manufacturer narrative:
The suspect monitor was received back for evaluation. Findings as follows: reported problem duplicated. Faulty lcd inverter directly caused event. Replacement monitor sent to the site and resolved issue.